Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the use of products that contain silicone could cause deposits of white foreign material, a defoaming agent, lubricants, and so on; there is a risk that foreign material remained in the channel. The most probable cause of the identified failures is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a foreign material in the air water channel, and also had a foreign body in the air/water cylinder (tube). There was no patient involvement.